Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer's son (caregiver) reported an unspecified high scan result compared to an unspecified reading obtained on a competitor brand blood glucose meter. Customer experienced a loss of consciousness, sweating, and headache, and was reportedly treated by both a healthcare professional and a non-healthcare professional with a sugary drink . No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer's son (caregiver) reported an unspecified high scan result compared to an unspecified reading obtained on a competitor brand blood glucose meter. Customer experienced a loss of consciousness, sweating, and headache, and was reportedly treated by both a healthcare professional and a non-healthcare professional with a sugary drink . No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.